Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel, leading to inappropriate supraventricular tachycardia (svt) episodes, anti-tachycardia pacing (atp) and a single shock. Technical services (ts) was consulted and further in office evaluation of the system was recommended. No additional adverse patient effects were reported. This system remains in service.